Event description:
It was reported that the arctic sun device was received an error 113 (reduced water temperature control) during patient use and the device was switched to the second one with which the therapy completed with no problem. The arctic sun device was returned to imi on march 2 and under investigation.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined as the reported issue could not be reproduced. The device was working properly. No device issue was found, the unit did not display any alarms. No repairs were necessary. Unit passed testing and is now back in service. It is unknown if the device was influenced by the reported failure, however the device met specifications for the reported issue during evaluation. The device was being used for treatment at the time of the reported event. The DHR review not required as the reported issue was unconfirmed. The labeling review is not required as the reported issue was unconfirmed. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device was received an error 113 (reduced water temperature control) during patient use and the device was switched to the second one with which the therapy completed with no problem. The arctics sun device was returned to imi on march 2 and under investigation.